Manufacturer narrative:
Conclusion:the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Also, the observed bulging of the housing likely indicates that the device was not refreshed/used for a long period of time. This is a combined initial and final report.

Event description:
Returned dacapo power pack showed broken housing with electrolyte leakage. Neither patient contact to battery chemistry nor any injuries have been reported.